Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that deflation failure and removal difficulties were encountered. A 3.50 x 20mm synergy ii drug-eluting stent was advanced and deployed. However, during removal, the delivery system balloon tip telescoped unto itself or kind of turned over once it reached the guide catheter. The physician thought there was a little contrast left in the balloon after deflation which made it difficult to pull the balloon into the guide catheter. The procedure were completed with no patient complications and everything was fine.